Event description:
Patient reported, left side ¿pain, deformation, capsular contracture and recall¿. The baker grade is unknown. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade unknown. And implant exchange from textured to smooth, due to patient's concerns with the product.